Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 156 mg/dl, on aviva system 1, 86 mg/dl on aviva system 2 within 10 minutes. The same vial of strips were used in each test. No adverse event was reported. A request was made for the return of the meters and strips.